Manufacturer narrative:
Device qc performed 12/24/2009. Important medical event.

Event description:
Initial info reported by a physician to a sales rep on 12/17/2009: this non-serious case was received from a physician and upon medical review has been upgraded to serious based on company (B) (4) criteria. A consumer of unk age and gender received injectable poly-l-lactic acid (sculptra, lot # and exp. Date unk) in (B) (6) 2009 and developed several hard papules in the area of the face a month later (dose amount and indication unspecified). The pt was seen by the physician on (B) (6) 2009 and the papules were still there. Medical history and concomitant medications were not provided. No further relevant info reported.